Event description:
Customer reported that she had unexplained high blood glucose. Paramedics were called to assist customer at home. The blood glucose reading was 250 mg/dl at the time the paramedics arrived. Customer stated that she passed out for hours due to some pain medicine that she took. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.